Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that they experienced a low blood glucose (bg) event the prior night. The user was not consuming carbohydrates before bed. Both the user and caregiver were awakened by low glucose alarms. The caregiver reported the user self-treated with two slices of pizza, which caused glucose to rise quickly, followed by additional insulin delivery from the ilet and another low. The caregiver reported the bg level reached approximately 49 mg/dl. Symptoms were unable to be confirmed. No external assistance or medical intervention occurred.